Event description:
Description of event: in 1999, a dr implanted a 27 mm mitral st. Jude medical mechanical heart valve sjm masters series with silzone coating (27mecs-602). This was a replacement device for a st. Jude medical mechanical heart valve sjm masters series with silzone coating (27mecs-602), which had been explanted due to paravalvular leak five months postoperatively. Cultures were negative; however, the patient received antibiotic treatment. According to the information received from the patient's family member, a few days after discharge, the patient was admitted to the hospital with symptoms of heart failure secondary to dehiscence. Two days later, pt exhibited symptoms of cerebral embolism that provoked right-sided hemiplegia and motor aphasia. The patient had a history of rheumatic heart disease, iron deficiency anemia, and chronic atrial fibrillation. According to the translated medical records received, in december 1999, the patient was admitted to the ICU due to heart failure "complicated with transitory ischemic cardiovascular accident". "New occurrence" of mitral valve dehiscence was observed with severe mitral insufficiency. In 2000, a dr explanted this valve due to paravalvular leak. According to the translated clinical report, a large abscess was observed on the "mitral ring". According to the translated operative report, there was a "significant annular mitral abscess making the valve malfunction due to the necrotic tissue on the whole surface of the ring" and a tear in the pulmonary artery "due to lack of elasticity". The area was debrided and a pericardial bovine ring with annular stent as well as a 29 mm st. Jude medical mechanical heart valve sjm masters series with silzone coating (29mecs-602) were then implanted and the pulmonary artery was repaired. Postoperatively, the patient experienced pulmonary insufficiency and severe renal failure "of the tubular necrosis type" with maintained diuresis, due to nephrotoxins. Pt also experienced symptomatic bradycardia that required stimulation with an epicardial pacemaker and hypertension that was treated medically. The final primary postoperative diagnosis was reported to be "mitral valve insufficiency due to prosthetic dehiscence as a consequence of acute and subacute endocarditis (with negative cultures)". Secondary diagnoses were acute renal failure, pulmonary insufficiency and acute cerebrovascular disease with left hemisphere stroke, aphasia and right-sided hemiplegia. Infectious unit consultation was obtained and indicated an endocarditis diagnosis was "of low probability" since the cultures were negative without prior antibiotic treatment and without biological and clinical "alterations" suggestive of infection, even though surgical observations were suggestive of endocarditis. However, the infectious disease consultant did recommend the patient be maintained on antibiotic treatment, since there could have been "germs of difficult growth, including fungus" present. Amphotericin b and ceftriaxone were prescribed for four weeks postoperatively. It was reported the patient was discharged in 2000 and no additional information was received.

Event description:
This valve was explanted due to paravalvular leak. According to the clinical report, the pt presented with symptoms of heart failure complicated by a tia. Dehiscence and "severe" mitral insufficiency were observed. At explant, a large abscess was observed on the "mitral ring". The area was debrided and a pericardial bovine stem and sjm 29mecs-602, were then implanted. Initially, the dehiscence was thought to be due to endocarditis; however, blood and valve cultures were negative. The pt also experienced renal failure due to nephrotoxines and pulmonary insufficiency post-operatively.